Manufacturer narrative:
H11: internal complaint reference: case- (B)(4). H2: additional information on d10. H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. Four wands were returned in one bag. There is no way to distinguish one from another. Three of the wands have their saline lines cut at random different lengths and the fourth one has its cable and saline line fully cut off. All four wands have worn tips from use. A functional evaluation of the device found the opened devices that have cables were tested and plugged into the controller and registered settings (7,3). The wands produced plasma as expected and had no issues activating coag. None of the wands produced extra vapors or smoke. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include the smoke and sparks from the device had been the saline coming into contact with the electrodes while they were activated. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an intracap, it was noticed that the procise ez view coblator ii showed excessive vapor. The procedure was resumed, with a delay greater than 30 minutes, using the same reported device. No further complications were reported.